Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Smotth headless steinmann pins were used to hold the femoral cutting block in place. When using the saw to perform bone cuts, one of the smooth pins migrated/vibrated out and fell on the floor. Both pins were replaced assuming they had both fallen on the floor but it was later discovered that one had gone through the block and entered the femoral im canal and was unable to be retrieved in patient. This is an experienced surgeon who has never experienced anything like this before. Foreign object retained in patient. Problem retrieving steinmann pinss in the femoral im canal, recommend creating a magnetic instrument that would be able to retrieve the pin from the canal instead of pushing it further away.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.